Manufacturer narrative:
Other, other text: additional event information received indicating no patient involvement and date of event was received. (Updated a1, b5, b3). H6: event problem and evaluation codes: update not required. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional info received via email 23-nov-2022. Event date updated. Event occurred during preventive maintenance. No patient adverse effects.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit is not recognizing the tester but will recognize the disposables. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: h6: health effect and evaluation codes: updated h10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found a damaged micro switch, broken light-emitting diodes (leds), and bent prongs on line cord. Functional testing found the bent microswitch lever resulting in no disposable detection. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.